Event description:
It was reported that a patient underwent a bilateral tibialis anterior tendon transfer on (B)(6) 2012 and suture was used. The patient returned to the operating room on (B)(6) 2013 for an incision and drainage and exision of bilateral plantar suture granulomas. The patient also cultured for staph aureus.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.